Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). A tapered screw vent implant (tsvm6b10) was returned for investigation. Visual inspection of the as returned product identified signs of use surrounding the external threads and body of the implant. The internal hex was in good condition and did not show signs of damage. Functional testing revealed that an in-house, compatible cover screw would not fully seat with the returned implant. Additionally, visual and dimensional comparison of the implant with the drawing verified that the implant was consistent with its design. No pictures or x-ray images were provided for the reported event. Appropriate documentation was reviewed and the following information was identified: documents reviewed: instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants : 4869 rev 7-01/16. Information identified: warnings, contraindications, precautions. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. The complaint reported that the doctor was unable to assemble the cover screw inside the implant. The reported complaint is confirmed through functional testing as an in-house, compatible cover screw would not fully seat in the returned implant. A definitive root cause for this complaint could not be determined. The following have been updated: date of this report. Manufacturer. Expiration date. Office contact - manufacturing site. Date received by manufacturer. Type of report, follow-up number. If follow-up, what type: follow up type. Device evaluated by manufacturer: change ¿no' to 'yes'. Device manufacture date. Evaluation codes. Additional narrative.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Additional PMA/510(k) number: k101880.

Event description:
It was reported that after the implant placement the doctor was unable to assemble the cover screw in the tsvm6310 implant. The implant was removed and replaced in the same procedure.